Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead slipped off table while opening package. The lead was never attempted to implant in patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage pacing lead was attempted/not used for unknown reasons. No patient complications have been reported as a result of this event.